Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer did not provide their blood glucose value at the time of the incident. The customer stated the alarm occurred during normal use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health car professional¿s instructions. The insulin pump will not be returned for analysis.